Manufacturer narrative:
Product investigation completed. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient was experiencing incontinence after the original implant of an artificial urinary sphincter (aus). It was indicated that the incontinence got better with the original device but the patient eventually started leaking. A replacement surgery was performed in which the existing device with a 4.0 cm cuff was removed and a new system with a 3.5 cm cuff was implanted. The physician thought the original cuff was too big there were no patient complications related to the device.